Event description:
The user felt a decline in hearing performance with the device. The change in performance is thought to have happened gradually. This report refers to 9710014-2021-00676. For further information please refer to this report.